Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found a cut in the insulation 71 millimeters (mm) from the terminal pin. This damage was consistent with damage caused during the explant procedure. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this electrode exhibited high out of range impedance measurements. Additionally, the patient received an inappropriate shock due to oversensed noise. In clinic, noise was recreated with arm movement. An invasive procedure was performed. Upon opening the pocket the setscrew was noted to be tight however manipulating the electrode in the pocket produced noise. It was noted the electrode may be too short for the patient's anatomy. The electrode was explanted and a new electrode was implanted with the chronic subcutaneous implantable cardioverter defibrillator (s-ICD). Defibrillation threshold (dft) testing was completed and the patient did not convert with device shocks or external shocks. Cardiopulmonary resuscitation was performed to resuscitate the patient. Records indicate the s-ICD and new electrode remain in service. No additional adverse patient effects were reported.